Event description:
The customer alleged that the audio alarm was not working. The nellcor puritan bennett customer support engineer inspected the device but could not duplicate the alleged event. However, the customer support engineer replaced the audio alarm as a precaution. The unit passed extended self testing. It is not verified that the device failed to (audibly) alarm, and no malfunction may have occurred. No pt involvement was reported. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.